Event description:
During posterior spinal fusion with contrel instrumentation, the patient ws found to be unable to move lower extremites bilaterally. The hardware was removed and the wound closed. The patient was transferred dto intensive care for further monitoring. Upon follow up the next day, the patient could move both feet and bend her knees. Will require physical rehabilitationdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure, none or unknown, inherent risk of procedure. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.